Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead over sensing/noise noted on atrial egm of all viewable at/af episodes. Facility and local rep notified. Due to the limited information received, further follow-up to obtain related details was not possible.